Manufacturer narrative:
The device was evaluated by an authorized service personnel (asp), who determined that the issue was a malfunction caused by poor contact of the paddle. To resolve the issue, the customer cleaned the paddle. The device remains at the customer site, and further evaluation is not warranted at this time. Based on the available information and the conducted testing, it was determined that the reported problem was caused by a malfunction due to poor contact of the paddle. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the issue, the customer cleaned the paddle. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint regarding the heartstart xl, indicating poor handle contact. There was reportedly no patient involvement. The device was evaluated by an authorized service personnel (asp), who determined that the issue was a malfunction caused by poor contact of the handle. To resolve the issue, the customer cleaned the handle. The device remains at the customer site, and further evaluation is not warranted at this time.